Event description:
A report was received that during a lead revision procedure due to lead migration it was noted that contact 6 was bent and contact 1 was not working. The lead was explanted and a new lead implanted.